Manufacturer narrative:
Analysis confirmed the customer's comment as the output connector assembly was broken. It was also noted that the lower case was broken. One plug was damaged and four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector ports of external pulse generator were broken. The device is expected to be returned for service and repair. There was no patient involvement. It was further reported that the atrial and ventricle ports of the external pulse generator (epg) were broken and that the cables / leads would not latch on to the connectors. The epg was returned for service.